Event description:
On 5/27/2022, it was reported by an arthrex employee via email that an ar-8929bc-cp achilles mid substance speedbridge implant system was implanted in the patient. Post surgery, patient experience infection which caused necrosis of the achilles tendon. Surgeon is planning for a revision surgery to remove the implants, date have not been provided at this time. Surgeon became aware of the infection on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.